Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) esc button dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had trouble pressing the buttons on the insulin pump and stated that it was not responding or not doing anything. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they were not doing anything when the alarm showed up. The customer stated that the keypad was unresponsive as they could not go to the history. The customer cannot select what needed to be selected. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.